Manufacturer narrative:
Phone number reoved from grid failing electronic submission: (B)(6).

Event description:
The customer reported that the ¿battery can¿t fix and setting lost¿. Further information was provided that the battery and battery eject assembly required replacement. There was no reported patient involvement.